Manufacturer narrative:
Lot/serial# (B)(4): UDI (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use states that potential device or procedure related adverse events include reoperation. (B)(4).

Event description:
On (B)(6) 2013, the patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (tgt3415/10837132) to repair a stanford type b dissection. In 2016 (date unknown), another manufacturer¿s stent graft was placed in the abdominal aorta. It was reported that on an unknown date, a new entry (tear) was developed distal to the gore® tag® thoracic endoprosthesis (tgt3415/10837132). On (B)(6) 2017, additional stent grafts were placed to treat the new entry. The procedure was completed without endoleaks and the patient tolerated the procedure. The physician commented that the distal part of gore® tag® thoracic endoprosthesis caused the new entry (tear) since the distal part configuration of the stent graft expands outward.